Event description:
It was reported that outside of surgery the same day of the surgery, that the shoulder was dislocated. The surgeon manually corrected the dislocation the same day as the initial procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h10, h11. The following sections have been corrected: d4, primary unique device identification (UDI) number, d6b, implant remains implanted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: immediate post-op image demonstrates anatomic alignment of a reverse-type left shoulder arthroplasty. Additional image demonstrates interval loosening and displacement of the glenoid implant. The glenosphere appears disassociated from the baseplate with resulting glenohumeral subluxation. Loosening and disassociation are covered on separate linked complaint. The reported event has been confirmed through the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.